Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that part of the infusion set was changed and the no delivery alarms have now stopped. Customer's blood glucose level was 400 mg/dl. Customer reported that the alarm was resolved by an infusion set change. Customer's grandmother changed the tubing at the quick release. Customer does not want to return the set or reservoir for analysis. Customer was advised to call when the alarm occurs in order to troubleshoot and to change the entire set as soon as possible. Customer was setting up a bolus for his food when the no delivery alarm occurred. When the customer was sleeping, he also had a high blood glucose level. Customer has not had any alarms since the tubing was changed. No additional information provided.